Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. During follow up with tandem technical support on (B)(6) 2016, the customer stated that their issue was resolved.

Event description:
It was reported that the customer's fill estimate was inaccurate after loading insulin. Reportedly, cold insulin had been used. There was no reported impact to the customer's blood glucose level. No further information was provided for the reported issue due to the customer ended the call.